Manufacturer narrative:
The complaint states the impactor handle was stripped while putting on the stem. The device associated with this report was not returned. The initial report stated the product would be returned. Follow up communication for product return was unsuccessful. A complaint database search found similar reports against the provided product code which were attributed to misuse and or product wear out. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The impactor handle was stripped while putting on the stem.